Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during screw implantation, a voyager screwdriver tip broke off inside the screw tulip while advancing the screw into the pedicle. The broken tip was lodged in the tulip and retrieval required backing out the screw. After the tip breakage was identified, a small rod was advanced in the tower, a set screw was placed to secure it, and a counter torque was used to ¿helicopter¿ the screw out to retrieve the broken tip. A replacement screw of the same size was then implanted in the same spot without issue. There were no patient symptoms or complications were reported as a result of this event.